Event description:
T was reported that during an office follow-up, the programmer had an alert indicating the subcutaneous implantable cardioverter defibrillator (s-ICD) had a patient data alert. Technical services confirmed the error was due to loss of records of episodes, patient information, implant date, auto-set-up, etc. A save to disk was performed and confirmed the power consumption and battery voltage are stable. Future device operation will not be affected. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.